Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure for a 9cm malignant stricture performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent in the area of the duodenal cap to the third portion of duodenum, the outer sheath handle of the device detached. There was no resistance reported during the attempted deployment, and the stent completely failed to deploy. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Initial examination of the returned device noted that the stent was fully mounted. The outer sheath was retracted by approximately 10mm, and a kink was noted at the proximal end of the mounted stent. The outer sheath had detached from the deployment handle, and was kinked and damaged distal to its proximal end. It was not possible to retract the outer sheath by hand in order to deploy the stent. The shaft of the device was dissected proximal to its distal end. The stent was deployed distally through the tip of the dissected section of the device. Examination of the deployed stent and the stent holder found no anomalies. There was no issue with the movement of the outer sheath after dissection. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure for a 9cm malignant stricture performed on (B)(6), 2010. According to the complainant, while attempting to deploy the stent in the area of the duodenal cap to the third portion of duodenum, the outer sheath handle of the device detached. There was no resistance reported during the attempted deployment, and the stent completely failed to deploy. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.